Manufacturer narrative:
Follow-up # 1 ¿ (07/18/2014).the patient¿s meter has been returned on 6/4/2014 and evaluated by lifescan product analysis on 7/9/2014 with the following findings:error message 1 is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ping meter was giving the error 1 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 9:15 am the patient obtained the error message error 1 on the reported meter; she was unable to obtain a blood glucose reading. At that time, the patient experienced no symptoms of high or low blood glucose levels. After the use of the meter, the patient took an insulin dose via her pump. She did not seek any medical attention or treatment. The issue was not resolved, as the patient refused to troubleshoot the meter. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and denied seeking medical attention. However, as the meter error message issue was not resolved, this complaint is being reported.